Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to t-wave oversensing. Technical services (ts) was consulted and discussed stored data as well as troubleshooting options, with further in clinic examination recommended. This device remains in service. No additional adverse patient effects were reported.